Manufacturer narrative:
(B)(4). Concomitant medical products: continuum liner +7mm offset, item#: 00-8754-012-36, lot 63943861; biolox ceramic head 36mm +3.5. Item#: 00-8775-036-03, lot 2936817; unk stem. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent revision of the cup approximately six months post initial hip surgery as the cup was not seated fully on the initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.